Event description:
A minimum fill notification was reported by the caller who was attempting to load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support instructed the caller to clean the pneumatic tap area of the pump and guided them through the process of filling and loading a new cartridge, but the issue was not resolved. Therefore, the case was escalated for additional assistance.